Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called to treat a low blood glucose reading of 20 mg/dl. The paramedics treated customer with IV. Customer was treated at residence. Nothing further reported.